Event description:
According to the reporter, during a bypass gastroplasty procedure, when loading the stapler, the load did not close completely for firing, it was replaced but the problem persisted. The manual stapler was replaced by a powered devices to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: h6 (imf (annex f)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p2l0240) unknown egia su, unknown endo gia sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when loading the stapler, the load did not close completely for firing. It was replaced but the problem persisted. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p2l0240) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p2l0397) additional information: d1, d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (model #, catalog #, expiration date, lot #, UDI), d8, d10, g3, g4 (510k #), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.